Manufacturer narrative:
A visual and microscopic exam identified distal stent damage. The stent struts on rows 1 and 2 were raised proximally. The tip was slightly flared on one side. The balloon section was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09/21/2009. It was reported that during a coronary drug eluting stenting procedure, crossing difficulties occurred. The 98% stenosed de novo lesion was located in the left circumflex (lcx) artery. The lesion was predilated with a 2.0x15mm balloon, reducing the stenosis to 70%. The 16x2.25mm taxus liberte stent delivery system was then advanced to the target lesion, but it was unable to cross. The stent delivery system was removed and the procedure was completed with another of the same device with no pt complications. The pt's condition post procedure was reported to be "stable". However, product analysis revealed stent damage.